Manufacturer narrative:
According to the received information and the photos, the case is likely to be a vascular compromise. Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Bibliography: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. Manafi a, barikbin b, manafi a, hamedi zs, moghadam sa. Nasal alar necrosis following hyaluronic acid injection into nasolabial folds: a case report. World journal of plastic surgery. 2015;4(1). Hong, j.y., et al., impending skin necrosis after dermal filler injection: a "golden time" for first-aid intervention. Dermatol ther, 2017. 30(2). Maruyama, s., a histopathologic diagnosis of vascular occlusion after injection of hyaluronic acid filler: findings of intravascular foreign body and skin necrosis. Aesthet surg j, 2017. 37(9): p. Np102-np108. Salval, a., et al., impending facial skin necrosis and ocular involvement after dermal filler injection: a case report. Aesthetic plast surg, 2017. 41(5): p. 1198-1201. Wang, q., et al., vascular complications after chin augmentation using hyaluronic acid. Aesthetic plast surg, 2018. 42(2): p. 553-559.

Event description:
This event happened outside of the u.s., in (B)(6). According to the received information, two days after the injections, the patient experienced a dark blue area in the left temple, with red discolorations in the hairline, which has been considered as a vascular compromise. An expert was consulted by the injector and a treatment with hyalase 3000 iu was initiated on the day of the reaction, with one session in the morning and a second one in the evening. This induced a revascularization of the area and a third hyaluronidase session was deemed not necessary by the injector and the patient. On (B)(6) 2019, the resolution has been reported as complete.